Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found plugged mixing bubble check valves and a worn probe wipe. To correct the issue, the fse replaced the mixing check valves and the probe wipe. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a diluent reagent fluid leak from the probe of a coulter ac&#29984;diff analyzer during instrument startup. There were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.